Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the circular seal was cut. The cannula, trocar and insufflation port appeared intact. Pmv performed functional testing; the device failed an air leak test. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic digestive procedure. A component fell into the patient. A part of the leak tightness valve of the trocar has torn and is found in the intraperitoneal during intervention. The extraction was done directly with the laparoscopic forceps through the trocar. Air or gas leaked from the seal and the stopcock broke. There was no patient harm. The patient status is alive, no injury.